Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The set screw mark was noted on terminal pin at the correct location and tissue was on helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to product performance issue. Additional information obtained from the field which indicated that the lead was replaced due to exit block. No additional adverse patient effects were reported.